Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the amplatz ultra stiff ptfe double flexible wire guide began to unravel inside the ureter when feeding the wire through a "rigid" ureteroscope. The scope and device were pulled out together and no piece of the device was left in the patient. There were no reported serious injuries to the patient as a result of the reported product problem.